Event description:
It was reported that during an afib case, a blood vessel was dissected when they were inserting a non-bwi sheath in the groin. Caller reported that the bwi soundstar catheter was in the opposite groin. Caller reported that no medical intervention was administered to the patient. The patient was reported to be in stable condition and to be discharged the following day. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).